Event description:
Customer reported he experienced high blood glucose. Customer stated he had changed the infusion set, he stated that the tubing was fine but the infusion set at the site came apart. Customer explained that the adhesive fell off and the cannula came out of his body so he was not receiving insulin. Customer did not experience any symptoms. Blood glucose value was 594 mg/dl; he treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.